Manufacturer narrative:
On 9/6/2019, mentor received an update on the events submitted in the initial report. The updates will be reflected within the following sections of this supplemental report: - section d (brand name, lot number, serial number, catalog number, expiration date). - section h4 (device manufacture date). - section h10 (completion of the manufacturing record evaluation). A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 9/17/2019, mentor received an update on the events submitted in the initial report. The new information comes from a user-submitted medwatch (FDA mw5089163). The patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant. The patient experienced multiple symptoms of generalized illness such as: thyroid issues, a lung mass with pneumonia that shrunk with antibiotics, rash, hair loss, severe osteoporosis, and possible symptoms of alzheimer's. No device issue such as rupture was reported. The root cause of the patient's symptoms is unclear. Additionally, please see section e for updates on the patient's location and contact information. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right-sided breast pain and paresthesia manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with an unspecified mentor breast implant and experienced postoperative right-sided pain which traveled up to their armpit and paresthesia. The patient consulted their primary care physician and no diagnoses were made. However, the patient has an explantation scheduled for (B)(6) 2019. It is unknown if the implanted device is a saline or gel product. In the absence of clarifying information, we will report it as a saline device. If additional information is received in the future, mentor will provide an update in a follow-up report.